Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test, prime or compromised force sensor system test and displacement test. However, unit received stuck in the motor error loop during bolus or basal delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, stained serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. There were some motor error alarms in the alarm history. Customer's blood glucose level was not reported. The insulin pump will be returned for analysis.